Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 534 mg/dl. The customer's current blood glucose was 370 mg/dl. Customer treated high blood glucose with bolus. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be will be returned for analysis.